Manufacturer narrative:
On (B)(6) 2015, it was reported that the customer's blood glucose level had been lowered to 170 mg/dl. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed out the supplies to the pump. The customer's blood glucose (bg) level was over 600 mg/dl with slight ketones. The customer obtained medical advice from a healthcare provider (hcp) and multiple insulin injections were used to address the bg level. Also, as the customer was insulin sensitive, following the hcp guidance, small correction boluses were delivered in order to prevent an undesirable low bg level. As the supplies to the pump had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.